Event description:
It was reported that the insulin pump is not delivering insulin properly. The motor is not working correctly. The blood glucose reading is 250 mg/dl. The insulin pump does not delivery the amount programmed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.